Event description:
Rn (primary night shift rn) hung new bag of heparin IV with (primary day shift rn) @ 1945, (B)(6) 2025. Bag marked at start of shift. Bag showing signs of decreasing over the next few hours. Last marked @ 0200, (B)(6) 2025. (B)(6) rn checked bag @ 0400. Bag did not decrease from 0200 line. Bag should have been half empty @ 0400 but bag was full. Charge rn notified. Heparin gtt stopped and pumped removed. New heparin gtt hung with new tubing and pump. Pump number: 0392516.